Event description:
It was reported that after procedure, when reference patches were removed post surgery, there were visible red rings where the adhesive had been in contact with the skin. Late afternoon of that day, the patient stated that, the red rings began to itch and to swell beyond the original adhesive margins when the patient had returned home. The patient washed the area and immediately took 10mg antihistamine zyrtec (cetirizine). (3 hrs before it was supposed to take it). Within approximately 1 hour, the swelling and itching was reduced, but not entirely gone. The following afternoon, (B)(6), hives began to form on all of the red rings where adhesive had been in contact with skin. Hives moved beyond the ring margins, and the patient began to experience systemic allergic response with throat tightening/swelling, mild asthma, sinus stuffiness, and low grade fever with hot dry flush. The patient took 10mg antihistamine zyrtec(cetirizine) again, and both systemic and skin reaction subsided. Other than a few more days of redness and mild itching, the patient had no other allergy symptoms after (B)(6), but the outlines of the reference patches are still faintly visible on skin. The patient had known adhesive allergies and prior to precedure the skin tested 3 different EKG/mapping electrodes. No adverse reactions occurred to any of the three. The patient was unable to pre-test the biosense reference patch.

Manufacturer narrative:
(B)(4).